Event description:
This is filed to report the single leaflet attachment/slda. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The patient had pre-existing tachycardia. The patient¿s heart rate was 130 during the procedure. The clip was implanted successfully. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted to stabilize the slda clip and to further reduce mr. Mr was reduced to 1-2. The physician suspects the slda occurred due to motion from tachycardia. Tachycardia was pre-existing and was not caused by the mtiraclip. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and the reported single leaflet device attachment/slda appears to be related to patient conditions (motion from pre-existing tachycardia). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.